Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation showed that the bild system roentgen (bsr) host pc failed intermittently during the procedure at the same time a patient data loss was reported. The log files showed that the customer performed patient registration and performed several fluoros as well as multiple acquisitions for this registered patient which were successfully completed and stored in the database. It is identified from log files that the registered patient was later manually deleted by customer on the same day. Therefore, the missing images cannot be retrieved. No further loss of data was reported by customer. After the system boot the system worked fine for a few hours and suddenly went down without further logging/traces in the logs and the system enters into "bypass fluoro" mode*. The customer performed a full system shutdown manually and rebooted, which temporarily resolved the problem. The analysis of the log files contains only limited information as the logging activity stopped abruptly hinting towards a possible hardware failure. Upon investigation, the customer service engineer found the printed wiring board ((pca 1k vid display proc1 (1kd1) bsr) defective. The board was replaced and no further issues were detected. An extensive investigation could not be performed because the defective 1kd board was not returned for a detail investigation. The expert opinion is that the user accidentally deleted the patient from the patient browser when deleting old patient data. Based on this information the relevant root cause is a user error and the damaged board has been exchanged by the local service organization. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure the user reported that the host pc crashed. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event